Event description:
It was reported that on the event date, the pt suddenly pulled off his left speech processor after receving some kind of shock or over loud hearing sensation. After the exchange of the external equipment, he is now wearing his speech processor again. Six of the 12 electrode channels are showing hi impedances and raised ground path impedance values. It is only possible to stimulate 5 electrode channels, with one channel, the pt showed a very uncertain reaction and 6 channels are turned off.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.